Event description:
There is what appears to be clear plastic pieces inside the bag. Noticed once diluted drug was added to the bag and the bag spiked with a dispensing pin. Intravia container 150 ml capacity (B)(4) bag.